Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced pain, subsequent surgeries, recurrence of prolapse problems and urinary problems. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, (B)(4), could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.